Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10,h11. Corrected fields: d5. Additional contact details: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a unit failed commissioning as there was leak on the helium regulator. A getinge field service engineer evaluated the unit and found unit failed commissioning as there was leak on the helium regulator. Fse ordered a replacement. Fitted a new helium regulator and the issue with leaking persists. Fse have now ordered several more parts to address the leak. Attended site and fitted the spare part list helium tubing multiple the leak was resolved no further action is required.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during commissioning performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold and helium regulator . There was no patient involvement reported .